Event description:
It was reported that the patient received inappropriate hv shocks for svt. One of the episodes showed an impedance of 0 ohms, and an alert message was displayed. A capacitor maintenance revealed a normal charging function. The physi- cian elected to reposition the lead.

Manufacturer narrative:
No medwatch form was received.